Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The rfa1530 electrode was not returned to covidien for evaluation. However, the concomitant rfapad grounding pad was received. The pad was found to function normally and within specifications. No conditions were identified that would have caused or contributed to the customer's report.

Event description:
The customer reported that the patient developed a blister on the left thigh during an rf ablation for liver cancer. The injury is believed to be a burn. The degree of burn is unknown. The area was cooled and treated wtih ointment.